Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, information from the troubleshooting found the event did not occur due to the subject device. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power on the device, disconnect the scope, plug the scope back in, and power on the cv-190 however; the b30 error persisted. The customer confirmed that the scope works as normal when connected to another cv-190 tower. Tac asked the customer to reseat the communication cables between the cv-190 and clv-190 and after doing so, an e315 error appeared. Per tac¿s request, the customer was unable to swap out the clv-190 with a known good unit. Tac advised the customer to send in the device for evaluation and repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 and e315 errors when connected to the pcf-h190dl scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.